Event description:
It was reported that a physician was attempting to use a 1.25 mm diameter x 12mm length sprinter legend balloon dilatation catheter to treat a diagonal lesion in the lad. There were difficulties experienced positioning both the guidewire and the sprinter legend balloon dilatation catheter, however, the physician was finally able to position the balloon in the target lesion. The balloon was inflated to a maximum pressure of 18 atmospheres during the procedure. It was reported that a portion of the device detached. It was reported that there is a possibility that the marker and distal end of the balloon got caught on calcified plaque or maybe even on a previously deployed stent. Part of the balloon marker was left in the patient and the patient was sent for CABG surgery as a result if this event. It was reported that there was a promus stent was also implanted in the patient, however, the location in the coronary vessels is unknown. The patient also has stents implanted in the circumflex and rca. No other clinical sequelae were reported for this event.

Event description:
The CABG surgery which the patient underwent to remove the detached balloon material involved 4 vessels and was successful. Patient was discharged 6 days later. Evaluation summary: the device and procedural guidewire were returned for evaluation. The distal shaft had detached proximal to the balloon bond. The detachment site was jagged however there was no evidence of outer shaft stretching. The inner shaft was detached, stretched and jagged. The balloon, marker band and distal tip were not returned with the device. A 0.014¿ mandrel and the 0.014¿ returned guidewire could not be front loaded through the distal end of the detached inner shaft. The hypotube was kinked 26.5cm distal to the strain relief. The transition shaft was kinked 3cm distal to the hypotube bond. There was no damage evident on the returned guidewire. Cine image review: procedural images confirmed the presence of previously deployed stents in the lcx and the rca. The left main and proximal lad showed evidence of severe calcification. Initial treatment involved the loading or two wires into the lcx and marginal vessel to treat an ostial lesion of the marginal vessel. The stent had been previously deployed across the ostium of the marginal, and kissing balloon technique was used to treat the ostial marginal lesion. This appears to have been completed without issue, although residual stenosis remained in the ostial lesion. The wires appear to have been re-positioned within the lad and first diagonal vessel. No images were provided of the difficulty with wire loading as reported. A balloon device is positioned across a lesion in the proximal first diagonal. The device in the guide catheter was withdrawn and the single marker band device appears to have been inflated at the lesion site. There appears to be a leakage of contrast on the proximal end of the inflated balloon. This balloon is reported to have been inflated to 18 atms during use. Only the radiopaque marker band can be seen on the images. Images show the attempted removal of the detached material from the vessel using a snare device. These removal attempts were unsuccessful. The lad or diagonal were not occluded as a result of the presence of material that detached in the vessel.

Manufacturer narrative:
Evaluation results and conclusion: (root cause of event is currently undetermined- device evaluation is in progress). (B)(4).

Manufacturer narrative:
Evaluation results: lesion morphology ¿ (calcification). Failure to follow instructions ¿ (balloon inflated to 18atms, rbp = 12atms). Evaluation conclusions: lesion morphology ¿ (calcification). User error contributed to event ¿ (balloon inflated to 18atms, rbp = 12atms).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.